Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to h6.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.